Event description:
In 2009, a pt/layperson complained that her onetouch basic meter would not turn on. Before the pt elaborated on alleged treatment with insulin by a physician on the same day as her call, the pt's fiance disconnected her call with the customer care advocate. After multiple attempts, this senior medical surveillance specialist spoke with the pt on 4/2/09 and replaced and upgraded the pt's diabetes testing supplies. The pt clarified and provided the following info. Since an unrecalled day in 2007, the meter reportedly would not turn on. The pt was unable to remove the battery cover to insert new batteries. Because none of her other meters (names not provided) "did not work", the pt stopped testing and did not attempt to contact lifescan. Instead, the pt's blood glucose was tested during scheduled appointments with her physician. The pt continued taking daily 70 units novalog insulin (70/30), 35 after breakfast and dinner. During the same day appointment, no treatment was provided other than the usual test on the office meter, result 140, and a prescription for a new meter. The treatment referred to in the original call occurred in 2008 during a scheduled appointment before which the pt had taken her morning insulin, the pt was hungry and dizzy at the time of the visit. With a blood glucose of "600" on the office meter, the physician injected the pt with insulin and advised her to test, to eat meals on time, and to keep her blood glucose at 112. Although the pt did not attempt to resolve the alleged product issue in 2007 or to find other means of testing, the complaint is reported since the pt was treated for elevated blood glucose when allegedly unable to use the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.